Event description:
During a pta to the superficial femoral artery, the balloon burst at 1atm. The target vessel was moderately calcified and tortuous, and was 70% stenosed. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. Another savvy balloon was used to successfully complete the procedure. There were no reported adverse effects to the patient. The product is available for evaluation and testing; however, it has not been received to date.